Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however photos and a video were provided for evaluation. Visual inspection of the returned video found the jaw partially closed when the trigger was on the closed position, the needle could not be completely deployed as it was hitting the upper jaw, after that, the upper haw reminded open regardless of the locking trigger position. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, such as: the device might have been dropped or was tapped against a hard surface accidentally, as well as rough use that could have contributed to the observed condition. As per instructions for use, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that at the start of an unknown surgery, it was observed that the expressew iii ac+ gun device forceps did not close so the stitch could not be placed in the tissue. There was an unspecified delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.